Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient experienced hypomania and was admitted to hospital. Actions included reduction of dopamine agonist dosage, but outcome was not known. No further complications were reported.